Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance and shaft separation appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 80% stenosed de novo lesion in the proximal marginal coronary artery. The 3.5x18 mm rx multi-link 8 stent delivery system (sds) failed to cross the target lesion due to the vessel. During the attempt to position the sds a proximal shaft separation occurred. The separated segment was simply withdrawn. A 3.5x20 mm non-abbott sds was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.